Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a scs implant procedure. During the procedure the patient experienced atrial fibrillation. The doctor completed the procedure and the patient was fine post-op.